Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a transurethral renal stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a laceration was noted on the upper right part of the patient's urinary duct after the navigator hd access sheath was inserted. A percuflex ureteral stent was placed to treat the laceration. The procedure was not completed due to this event. It was reported that the patient has been reexamined after the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a transurethral renal stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a laceration was noted on the upper right part of the patient's urinary duct after the navigator hd access sheath was inserted. A percuflex ureteral stent was placed to treat the laceration. The procedure was not completed due to this event. It was reported that the patient has been reexamined after the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2014. According to the complainant, after the device had been used in the left ureter and was inserted in the right ureter, it was noted to be slightly curved. No resistance was felt during insertion. The patient was fine at the conclusion of the procedure and was discharged before (B)(6) 2014.